Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose and there was an air bubble in the reservoir. The customer blood glucose level was 350 mg/dl at the time of incident. Customer other blood glucose values were 400 mg/dl and 200. Customer treated with bolus and manual injection. The customer was assisted with troubleshooting and declined for high blood glucose. The insulin pump will not be and reservoir will be returned for analysis.